Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. As the device was not returned, no further investigation is possible at this time. Based on the limited information available, it is not possible to draw a definitive conclusion to the reported event. However, from the document review performed, no manufacturing deficiencies were identified. The manufacturer has followed up to retrieve additional information on the event, but no further details have been received to date. Should further information be received in the future, the manufacturer will update this reporting activity.

Event description:
The manufacturer was informed of this event through the patient tracking department. Based on the information reported in the patient implant form, a perceval valve pvs23 was implanted and explanted on (B)(6) 2021. The valve was wasted and replaced on the same day with another perceval valve same size pvs23. No further information is presently available. No allegation of a device malfunction nor of a serious injury was indicated.